Manufacturer narrative:
According to available information, this device was removed. As no further information is expected regarding this issue, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.